Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing control lot: 25miu/ml hcg urine control lot: hcg080821-03, 100miu/ml hcg urine control lot: hcg071016, 206.0iu/ml hcg urine control lot: hcg080813-01. Reference notebook: summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 206.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Returned device control lot: 25miu/ml hcg urine control lot: hcg080821-03, 100miu/ml hcg urine control lot: hcg071016, 206.0iu/ml hcg urine control lot: hcg080813-01. Reference notebook: summary of results: the return devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 206.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the return devices meet qc specification. No false negative result was observed. So this complaint is not confirmed.